Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the circumflex and one resolute onyx was implanted in the 1st obtuse marginal. On the same day, patient suffered a peri-procedural myocardial infarction involving target vessel. Investigator assessed that the event is not related to index device or antiplatelet medication. Sponsor assessed that the event is not related to index device or antiplatelet medication. Patient recovered.

Manufacturer narrative:
Cec adjudicated mi as no event, cardiac enzymes elevated prior to index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the index procedure two resolute onyx des were implanted in the cx artery. If information is provided in the future, a supplemental report will be issued.